Manufacturer narrative:
Concomitant medical products: product ID: 8781 , serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal via an implantable infusion pump for vascular disease of spinal cord. Past medical history and concomitant medications was noted as having been none. It was reported that the pump and catheter were previously replaced on (B)(6) 2022. A new catheter was placed in th9. Refer also to MFR report 3004209178-2022-05020 regarding a prior event. The dose was set to 50 mcg. As of (B)(6) 2022 the postoperative course was good, but a hematoma was observed and the progress was observed; however, the patient visited the hospital due to a suspected infection. The onset of the hematoma was described as early (B)(6) 2022. The date 2022-jun-01 is considered an approximate date of event (specific month and year known only). The onset of the infection was reported as (B)(6) 2022. It was further reported that control was possible to a certain extent without increasing the dose. On the other hand, a hematoma was observed after the surgery, and the patient was examined for suspected infection. Removal was also to be considered based on the test results. Regarding causal relationship of the event (infection suspected and hematoma), the event was unrelated to drug, catheter, pump, or programmer. Causal relationship of the event to the procedure was unknown. The outcome of the suspected infection and hematomawas not recovered. Additional information was later received on (B)(6) 2022 from a foreign healthcare provider via a distributor. The hematoma was removed. A culture test was performed with cerebrospinal fluid aspirated from catheter access port (cap) and hematoma. The wound was closed by cleaning and hemostatic treatment. They were still waiting for test results. It was indicated that since it does not appear to have pus, the suspicion of infection was low and that it might be the inflammation marker that may have arise d due to the increased coagulation system. It was further reported that infection was unlikely but would be considered depending on the results of the culture test.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2022-jul-19. It was reported that the patient's outcome was recovered.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. H6: patient code e1906 removed as it was confirmed that no infection was present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2022-jul-11. It was reported that the patient progress after the hematoma surgery was good and there was no tendency for hematoma expansion so the drain was removed. It was also concluded that there was no infection. The patient remained under observation.